Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("not visualized devices intracavitary") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hot flashes. Cytology and virology: negative for intraepithelial lesion or malignancy. Concurrent conditions were listed as lower abdominal discomfort and adnexa uteri cyst. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia") and abdominal distension ("abdominal distension"). The patient was treated with surgery (to remove essure). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, device dislocation and dyspareunia to be related to essure administration. The reporter commented: number of rounds right tube: 2 number of laps left tube: 3. No satisfactory placement. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] (date unknown): review after insertion of essure within normality recommendations: discharge, reviews at the criteria of the primary care provider. [Biopsy endometrium] (date unknown): functional endometrial polyp, without atypia. [Hysteroscopy] (date unknown): adnnexal tumor under study findings uterine cavity [pathology test] (date unknown): polypoid formation of about 0.2cm. Dependent on anterior face surfa. [Salpingo-oophorectomy bilateral] (date unknown): the non-presence of material in the cavity was verified. Under abdominal radioscop. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('not visualized devices intracavitary') in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes. Cytology and virology: negative for intraepithelial lesion or malignancy. Concurrent conditions included adnexa uteri cyst and lower abdominal discomfort. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and abdominal distension ("abdominal distension"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation and dyspareunia to be related to essure. The reporter commented: number of rounds right tube: 2. Number of laps left tube: 3. No satisfactory placement. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: review after insertion of essure within normality recommendations: discharge, reviews at the criteria of the primary care provider.. Biopsy endometrium - on an unknown date: functional endometrial polyp, without atypia. Hysteroscopy - on an unknown date: adnnexal tumor under study findings uterine cavity. Pathology test - on an unknown date: polypoid formation of about 0.2cm dependent on anterior face surfa. Salpingo-oophorectomy bilateral - on an unknown date: the non-presence of material in the cavity was verified under abdominal radioscop. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.